Event description:
--

Manufacturer narrative:
According to available, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
Information was received indicating a revision procedure took place, at which time this lead was successfully explanted. The explanted product is not intended to be returned for laboratory analysis and no additional information communicated on the products integrity. Another bsc lead was successfully implanted without reported complication.

Event description:
Boston scientific crm received information that at the end of the implant procedure, this implantable right ventricular lead displayed shock impedance measurements of 118 ohms. A synchronous shock was performed at 11j and impedance measurements were 97 ohms. No noise was observed; the lead remains implanted and in service. Additional information was received. During a two month follow-up, this lead revealed increased threshold measurements and decreased impedance measurements. An x-ray revealed the lead was dislodged. A revision procedure will be performed in the near future. No adverse patient effects were reported.